Manufacturer narrative:
Complaint no: (B)(4). It was reported during follow up that the patient was still hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and treatment details were not reported. On the same day as the event onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.